Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of a broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.031¿ - 0.268¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument was found to have a broken cable at the joint and a fragment fell into the patient. It was unknown if the fragment was retrieved. There was a greater than 30-minute procedure delay and the case was converted to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the customer to obtain additional information regarding the reported event. As of the date of this report, no new information has been received.